Event description:
It was reported that the surgeon attempted to insert a 23.0 diopter aa4204vf silicone plate lens and the lens tore in the cartridge while being ejected. This was prior to insertion and there was no pt contact or injury. Another same type lens was implanted.

Manufacturer narrative:
Evaluation: a visual inspection of the returned product found the cartridge tip torn. The lens was returned with a piece of one haptic torn off and missing. There was evidence of clear surgical residue. Conclusion: based on the complaint history and the eval of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector was not returned for eval.